Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the mitral stenosis cannot be determined. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pressure gradient increase (mitral stenosis). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to trace. On (B)(6) 2018, the patient returned with an mr grade of 4+. A second clip was implanted for treatment, reducing the mr to 3-4. After deployment, it was noted that the pressure gradient was 8mmhg; therefore, no additional clips were attempted. No additional information was provided.